Manufacturer narrative:
Section d2b: the procode was corrected to lfr. Section g1: the manufacturer site was corrected.

Event description:
It was reported the patient received the following results within 15 minutes: 322 mg/dl at 07:40 am. 65 mg/dl at 07:41am.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.